Manufacturer narrative:
(B)(4). Date sent: 2/18/2025 d4 batch #: y7030y investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade scratched and cracked. The pad was noted to be normal wear during functional testing on gen11, an alert screen was displayed. Due to the device returned condition we were unable to investigate further the reported issues the blade broke off during functional testing. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y7030y, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: did the active titanium blade break off? No. Did the white tissue pad break off? No. Is the white tissue pad completely missing from the clamp arm of the device? No. Did the patient experience any adverse consequences due to this issue? There was a patient return the next day with bleeding, into theatre, the surgeon on inspection back in theatre suggested he thought it came from where the harmonic had not sealed properly. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: which vessel was the harmonic device used on to seal during the original procedure? What was the generator power setting during the original procedure? Was there any evidence of insufficient sealing during the original procedure? How was the bleeding discovered? What was the site of the bleeding? How was the bleeding addressed? Can you explain what is meant by the harmonic had not sealed properly? Can the generator log be pulled for engineering review? What is the patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophagectomy the pad broke before we even used on the patient. This harmonic broke within the first 2 hours of a major case, we have eliminated the generator as this has recently been replaced so this is a device fault. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2025. Additional information was requested and the following was obtained: which vessel was the harmonic device used on to seal during the original procedure? Branch from aortic 1mm vessel. What was the generator power setting during the original procedure? On the standard settings, set to 5. Was there any evidence of insufficient sealing during the original procedure? It looked fine in the moment. The first part of this procedure was done robotically so the handle was brand new in this instance. How was the bleeding discovered? Chest drain was full of blood 24 hours later, we were lucky that this discovery happened during the day, immediately took the patient back to theatre and had to open him up. The patient arrested on the table and we had to perform CPR. What was the site of the bleeding? Near the left bronchus and near the aorta. How was the bleeding addressed? Had to go back in to theatre and needed CPR on the table. It was a good thing that happened in the time. Can you explain what is meant by the harmonic had not sealed properly? Supposed to seal up to 7mm, this vessel was only 1mm in size and within 24hrs there is no reason why this would have opened up. What is the patient¿s current status? Patient has gone home.